Event description:
The customer reported to olympus technical assistance center (tac), there was a scope communication error when using the evis exera iii video system center. There was no patient harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported there was an e315 scope communication error. Customer tried to wipe the contacts with alcohol, but this did not correct the issue; customer also added that there are other scopes used that work just fine. In further correspondence the customer determined that the reported issue was due to an error with the bf-h190 scope also being used at the time. Therefore, this device is not expected to be returned for evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 5 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.